Event description:
It was reported that the patient noticed their implantable neurostimulator (ins) was turned sideways after rectoseal surgery on (B)(6) 2013. This was noticed after the swelling went down roughly 2 ½ weeks later. It was noted that the device therapy "doesn't seem to be working like it should." In addition the patient stated that "it's only been about a week and a half 2 weeks that it hasn't worked right." The patient stated that their doctor saw and felt this at an appointment on monday (B)(6) 2014 and could tell it was sideways. It was noted that if they could not get the device to work they may have to take it completely out. It was also reported that the patient was unable to adjust the stimulation on the ins. The patient had gone to their healthcare professional (hcp) on monday where they were reprogrammed (to include 4 programs) but did not try them out. It was noted that the patient was unable to go above the stimulation level of 1.0 volts on any of the programs. The patient was on program 1 and could feel the stimulation "in the butt and it wasn't doing anything" so this morning they tried switching to p2 and the highest she can turn it up to is 1.0v. It was verified that the patient had reached the upper level of their stimulation on all of their programs. Follow up information received 15 days later reported that the patient had no concerns with their device therapy. It was also reported that the patient still had concerns regarding their device therapy but was working with their doctor and manufacturer's representative. An appointment of (B)(6) 2014 with the representative was noted. If additional information is received, a follow up report will be sent. See manufacturer's report # 3004209178-2014-01657 for previous issue with device.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4). Product type: programmer, patient. Product ID: 3 889-33m, lot #va0421u, implanted: (B)(6) 2013, product type: lead. (B)(4).